Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The tech found the brake block was broken and the casters were worn. He replaced the brake block, top adapter, a screw and the worn casters to repair the bed.